Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The test results during follow up showed pacing impedance of 331 ohms and a pacing threshold of 4.0 v. The analysis of the provided iegm extract showed artifacts on the rv channel leading to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was observed upon interrogation on (B)(6) 2024. The noise appears to be linked to vp, whenever there was vp, the noise appeared and was irregular. Potential lead integrity issue. Patient had been lost to follow-up since (B)(6) 2021. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.